Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device detached prematurely and as a result, the customer became hypoglycemic and experienced a seizure. The customer was provided a coke by their neighbor as treatment, no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the adc device detached prematurely and as a result, the customer became hypoglycemic and experienced a seizure. The customer was provided a coke by their neighbor as treatment, no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated with current npr results.

Event description:
A caller reported that the adc device detached prematurely and as a result, the customer became hypoglycemic and experienced a seizure. The customer was provided a coke by their neighbor as treatment, no further information was reported. There was no report of death or permanent injury associated with this event.